Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" patient #1, date: (B)(6) 2011, inratio: 3.2, lab: 2.5. Patient #2, date: (B)(6) 2011, inratio: 3.2, lab: 2.6. Meter inr high vs lab with two patients tested yesterday. Labs were drawn a few minutes after meter results were obtained. Both patient's target inr is 2.0. Customer tested herself over the phone and obtained an inr of 1.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 3.2 inr, reference: 2.5 inr, mean: 2.85, confidence limits: 1.7-3.8. Date: (B)(6) 2011, inratio: 3.2 inr, reference: 2.6 inr, mean: 2.90, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. Recent test conducted on lot 247457 on 07/25/2011 met accuracy criteria. Test results are as follows: donor 76 = 3.0, 3.0, 3.4 inr; donor 77 = 2.1, 2.3, 2.2 inr. At least two out of three replicates are within the allowable bias (+/- 1.0) of reference results for donor 76 (3.01 inr) and donor 77 (2.32 inr), respectively. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.